Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed as no log files were submitted and no alarms were reproduced on the returned heartmate 11v backup battery. The retuned backup battery, serial number: (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. The provided information indicated no log files were available, no additional product would be returned, serial number of the controller was not known, and the controller was also exchanged as the alarms did not resolve after the backup battery was exchanged. A review of patient history revealed previous reported backup battery fault alarms on (B)(6) 2024 and confirmed previous backup battery fault alarms on (B)(6) 2025. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. Per the hf complaint procedure a device history record review was not performed as the returned heartmate 11v backup battery performed as intended during evaluation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D, heartmate 3 patient handbook rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had an emergency backup battery (ebb) fault. Self tests were attempted which did not resolve the reported alarms. The ebb was exchanged. The ebb exchange did not resolve the ebb faults, and on (B)(6) 2025 the patients system controller was exchanged.